Event description:
The customer reported to olympus the hd camera head was found with a note indicating ¿not working, no further information¿. The event reportedly occurred in the operating room but it was not reported if it was during a procedure. The device was returned and during the device evaluation the following reportable malfunction was found: there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed as there was no image. The evaluation found that there was no image due to a bad connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.